Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015. Initial reporter: (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/11/2015 with the following findings: during investigation, the pump¿s black box showed no evidence of loss of prime warnings. During testing, the ez-prime steps were performed successfully with no loss of prime warnings or alarms occurring. The pump performed within the required specifications. The loss of prime issue was not able to be duplicated during investigation.